Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported based on available information (no logs or no information about faulty part) as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling, the provided information indicated that customer resolved the issue by himself and service intervention was not required. There was no information about the replacement of any part. The root cause to the reported issue has not been confirmed.